Event description:
It was reported that a pneumothorax occurred during non-invasive ventilation. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Manufacturer narrative:
A neonate born via cesarean at 41 weeks (birth weight 3.360 kg, apgar (B)(6)2008) received CPAP at 5 cm h2o and vppi during resuscitation. Continued on CPAP for 16 hours (peep max 5.5), the infant developed a pneumomediastinum at 3 hours and a right pneumothorax at 14 hours of life. Outcome details pending. No technical alarms or malfunction codes were reported. No device malfunction was identified. Ventilation parameters were reportedly within standard safe ranges. One set of ventilator log was received but as there was no event date stated, we are not able to connect the ventilator log to the described event. The ventilator log however does not include any technical error codes which indicates that there was no ventilator malfunction. The incident may be attributed to a combination of clinical and mechanical factors, including patient-specific lung fragility, interface leak, and patient-ventilator asynchrony. Automated leak compensation and flow delivery under CPAP may have inadvertently elevated airway pressure in response to interface leakage.

Event description:
Manufacturer's ref #: (B)(4).